Event description:
The customer reported that the system displayed a communication error message which locked up the system. The system regained functionality after it was rebooted. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage connectors were reseated and the gib voltage was adjusted. The system was then found to be operating as intended.